Manufacturer narrative:
H3: analysis of the programmer (s/n (B)(6) revealed the complaint to be unverified; no problem found. Device tested okay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external equipment. The reason for call was patient reported that about 2 days ago, they started to feel a shocking sensation from the recharger and the patient programmer. Patient stated that they were able to turn the stimulation off and back on, but they still felt the shocking sensation. Patient reported that the patient programmer and recharger are not able to locate the implant; patient followed up saying that they keep getting shocked and the shock feels like a small wire is sticking out of the patient's back. Patient stated that they tried to reset their equipment and nothing resolved the issue. Patient mentioned that they had an appointment with their healthcare provider on (B)(6) to discuss the issue. Patient noted that the mdt rep will also be at the appointment for any potential reprogramming or adjustments. Agent advised the patient to follow up with their doctor. The issue was not resolved. An email was sent to the repair department to replace the patient programmer, patient programmer antenna, and recharger antenna. Unrelated medical history; patient mentioned that they had a bunch of surgeries and had been in (B)(6) and so their device was off.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97740 (B)(6); product type: 0201-programmer patient. Event date is date valid . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the shocking sensation from the devices was unknown. They met with the hcp and rep in office and checked. The patient noted the issue was resolved as they put in a new battery and reset.

Manufacturer narrative:
Continuation of d10: product ID 97740, serial# (B)(6). Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.